Manufacturer narrative:
Complaint (B)(4). Received 10pc 455071p/a2400738u for evaluation. No customer pictures were received. We have no further complaints on the material/batch. We forwarded the complaint, customer pictures and samples to our affiliated headquarters in austria from which we receive this product. A review of production documentation revealed no deviations in association with the reported issue. A check of samples did not indicate any deviations. The alleged malfunction could not be confirmed.

Manufacturer narrative:
Complaint (B)(4). A date of the event could not be obtained from the customer. Samples were only recently received, and their evaluation is still in progress. As soon as the investigation is completed, a supplemental report will be filed.

Event description:
End user states results coming back with the following additional notation: 0 result: "test in question- specimen integrity compromised - whole blood, unspun or partially spun gel barrier tube was received more than 6 hours since collection. A false evaluation of k, phos and ld as well as a false decrease in glucose may occur due to prolonged contact with red cells."